Manufacturer narrative:
Dates of death, event and implant: estimated dates. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, a definitive cause for the reported death could not be determined. The patient effect of death, as listed in the mitraclip system instructions for use , is a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "predictors for efficacy of percutaneous mitral valve repair using the mitraclip system: the results of the (B)(6) registry¿. No additional information was provided.

Manufacturer narrative:
(B)(4).